Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("malposition of essure device (inadequate placement) location of device: puncture/ one coil migrated"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, bladder infection and gonorrhea. Current weight 174 lbs. Concurrent conditions included overweight and dyspareunia. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of sex drive"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd") and cataract ("vision/eye problems type: cataracts") and was found to have weight increased ("weight gain/weight loss( specify which one) gain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) and forced to undergo one or more essure coils). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, loss of libido, migraine, headache, depression, anxiety, dyspareunia, fatigue, gastrooesophageal reflux disease, cataract and weight increased had not resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, cataract, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2018: pfs & mr received. Reporter's information was added. Patient's demographics were added.added event abnormal bleeding (vaginal, menorrhagia), apareunia , autoimmune disorder, dysmenorrhea (cramping), loss of sex drive, malposition of essure device, location of device: puncture, migraines, headaches, depression, anxiety, dyspareunia, fatigue, gerd, perforation (fallopian tube(s),cataracts, weight gain. Updated outcome of events. Lab data, concomitant condition, historical condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more essure coils). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more essure coils). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("malposition of essure device (inadequate placement) location of device: puncture/ one coil migrated"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in an adult female patient who had essure (ess205) (batch no. L2606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, bladder infection and gonorrhea. Current weight 174 lbs. Concurrent conditions included overweight and dyspareunia. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced asthma ("asthma"). In 2016, the patient experienced cataract ("vision/eye problems type: cataracts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of sex drive"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd") and was found to have weight increased ("weight gain/weight loss gain"). The patient was treated with surgery (bilateral oophorectomy- laproscopic right salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, loss of libido, migraine, headache, depression, anxiety, dyspareunia, fatigue, gastrooesophageal reflux disease, cataract and weight increased had not resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and asthma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthma, autoimmune disorder, cataract, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date ((B)(6) 2004), removal date ((B)(6) 2006). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received. Lot number was added. Event added: asthma. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('malposition of essure device (inadequate placement) location of device: puncture/ one coil migrated'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure (ess205) (batch no. L2606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, bladder infection, gonorrhea, anxiety, asthma, depression, dyspareunia, dysplasia, thyroid disorder and cholecystectomy. Current weight 174 lbs. Concurrent conditions included overweight, dyspareunia, postmenopausal spotting, post coital bleeding, pelvic discomfort, vaginal irritation, vaginal discharge, fibroids, dysmenorrhea, diarrhea and hot flushes. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced asthma ("asthma"). In 2016, the patient experienced cataract ("vision/eye problems type: cataracts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of sex drive"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd") and was found to have weight increased ("weight gain/weight loss( specify which one) gain"). The patient was treated with surgery (bilateral oopherectomy- laproscopic right salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, loss of libido, migraine, headache, depression, anxiety, dyspareunia, fatigue, gastrooesophageal reflux disease, cataract and weight increased had not resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and asthma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthma, autoimmune disorder, cataract, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2004. In current follow up reported as: (B)(6) 2004. Discrepancy noted in removal date previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2018. Apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:total bilateral occlusion; on (B)(6) 2006: impression: satisfactory position of the right coil with a small amount of contrast extending along approximately one-quarter of the coil, but not extending to the midportion of the fallopian tube. Apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. Clinical correlation and correlation between the clinical history and the images directly is recommended.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation, device dislocation most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information, patient's race information, medical history, lab data, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('malposition of essure device (inadequate placement) location of device: puncture/ one coil migrated'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure (ess205) (batch no. L2606-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, bladder infection, gonorrhea, anxiety, asthma, depression, dyspareunia, dysplasia, thyroid disorder and cholecystectomy. Current weight 174 lbs. Concurrent conditions included overweight, dyspareunia, postmenopausal spotting, post coital bleeding, pelvic discomfort, vaginal irritation, vaginal discharge, fibroids, dysmenorrhea, diarrhea and hot flushes. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced asthma ("asthma"). In 2016, the patient experienced cataract ("vision/eye problems type: cataracts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of sex drive"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd") and was found to have weight increased ("weight gain/weight loss( specify which one) gain"). The patient was treated with surgery (bilateral oopherectomy- laproscopic right salpingectomy). Essure (ess205) was removed on 8-oct-2018. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, loss of libido, migraine, headache, depression, anxiety, dyspareunia, fatigue, gastrooesophageal reflux disease, cataract and weight increased had not resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and asthma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthma, autoimmune disorder, cataract, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2004 in current follow up reported as: (B)(6) 2004 discrepancy noted in removal date previously reported as: (B)(6) 2006 in current follow up reported as: 08oct2018 apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:total bilateral occlusion; on (B)(6) 2006: impression: satisfactory position of the right coil with a small amount of contrast extending along approximately one-quarter of the coil, but not extending to the midportion of the fallopian tube. Apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. Clinical correlation and correlation between the clinical history and the images directly is recommended.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation, device dislocation lot number reported l2606 is invalid. Most recent follow-up information incorporated above includes: on 22-apr-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('malposition of essure device (inadequate placement) location of device: puncture/ one coil migrated'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure (ess205) (batch no. L2606-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, bladder infection, gonorrhea, anxiety, asthma, depression, dyspareunia, dysplasia, thyroid disorder and cholecystectomy. Current weight 174 lbs. Concurrent conditions included overweight, dyspareunia, postmenopausal spotting, post coital bleeding, pelvic discomfort, vaginal irritation, vaginal discharge, fibroids, menstrual cramps, diarrhea and hot flushes. On (B)(6)2004, the patient had essure (ess205) inserted. In 2010, the patient experienced asthma ("asthma"). In 2016, the patient experienced cataract ("vision/eye problems type: cataracts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of sex drive"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd") and was found to have weight increased ("weight gain/weight loss( specify which one) gain"). The patient was treated with surgery (bilateral oopherectomy- laproscopic right salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dysmenorrhoea, loss of libido, migraine, headache, depression, anxiety, dyspareunia, fatigue, gastrooesophageal reflux disease, cataract and weight increased had not resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and asthma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthma, autoimmune disorder, cataract, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6)2004. In current follow up reported as: (B)(6)2004. Discrepancy noted in removal date previously reported as: (B)(6)2006. In current follow up reported as: (B)(6)2018. Apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:total bilateral occlusion; on (B)(6)2006: impression: satisfactory position of the right coil with a small amount of contrast extending along approximately one-quarter of the coil, but not extending to the midportion of the fallopian tube. Apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. Clinical correlation and correlation between the clinical history and the images directly is recommended.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation, device dislocation lot number reported l2606 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("malposition of essure device (inadequate placement) location of device: puncture/ one coil migrated"), pelvic pain ("pelvic pain, chronic right lower quadrant pain"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in an adult female patient who had essure (ess205) inserted (lot no. L2606-inv) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pancreatic cancer, parity 3, multi gravida, cholecystectomy, thyroid disorder, dysplasia, dyspareunia, depression, asthma, anxiety, gonorrhea, bladder infection and uterine fibroid. Current weight 174 lbs. The patient had a family history of breast cancer and colon cancer. Concurrent conditions were listed as hot flushes, diarrhea, menstrual cramps, fibroids, vaginal discharge, vaginal irritation, pelvic discomfort, post coital bleeding, postmenopausal spotting, dyspareunia and overweight. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010 she experienced asthma ("asthma"). In 2016 she experienced cataract ("vision/eye problems type: cataracts"). Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically important), autoimmune disorder (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of sex drive"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd") and was found to have weight increased ("weight gain/weight loss( specify which one) gain"). The patient was treated with surgery (removal of left fallopian tube and essure devive on (B)(6) 2006 and bilateral oopherectomy- laproscopic right salpingectomyon (B)(6) 2018). At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dysmenorrhoea, loss of libido, migraine, headache, depression, anxiety, dyspareunia, fatigue, gastrooesophageal reflux disease, cataract and weight increased had not resolved. The outcomes for pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and asthma were unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthma, autoimmune disorder, cataract, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205) administration. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2004. In current follow up reported as: (B)(6) 2004. Surgical essure removal dates: (B)(6) 2006 removal of left fallopian tube and essure device; in current follow up reported second surgical intervention: (B)(6) 2018 laparoscopy, left oophorectomy, right salpingo-oophorectomy with special attention for removing the entire essure coil. Apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. She had essure procedure in 2005 and a subsequent removal of her left fallopian tube and device on the left in 2005 or 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.223 kg/sqm. [Hysterosalpingogram] in (B)(6) 2004: result:total bilateral occlusion; on (B)(6) 2006: impression: satisfactory position of the right coil with a small amount of contrast extending along approximately one-quarter of the coil, but not extending to the midportion of the fallopian tube. Apparent malposition of the left-sided coil with what seems to be opposite orientation to what one would expect of the proximal and distal ends of the coil, as well as unclear relationship between the coil and the uterotubal junction. This raise the possibility of expulsion of the left coiled. Clinical correlation and correlation between the clinical history and the images directly is recommended. [Pathology test] on (B)(6) 2019: surgical pathology report: diagnosis: fallopian tube and ovary, salpingooophorectomy-, left oophorectomy and right salpingo-oophorectomv (per requisition): ovaries, right and left, with no significant histopathologic changes. Right fallopian tube with benign para tubal cyst. Intact essure coil clinical history: pelvic pain, presence of contraceptive device gross description: received is a 1,5 x 1.2 x 0.3 em ovary, a 2.0 x 0.6 x 0.5 em ovary with an attached 4.5 x 0.6 em fallopian tube, and 7.2 em segment of essure coil with a fair amount of attached pink, tan, granular soft tissue. No significant gross abnormalities are noted upon sectioning through each structure [ultrasound pelvis] on (B)(6) 2007: transabdominally the uterus is anteverted. It measures 7.6 x 4.2 x 4.9 cm. Endovaginally the uterus remains anteverted. The myometrium is mildly heterogeneous throughout. The left ovary is identified endovaginally and measures 1.2 x 1. 7 x 1.1 cm for a volume just over 1 cc. The opposite right ovary is also seen endovaginally. The ovary measures 1.4 x 1.7 x 1.3 cm, volume approximately 1.5 cc. The right ovary contains a dominant echo-free 1.4 cm benign cyst. Endometrial thickness at the apex 7 mm. No other adnexal abnormality is seen concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation, device dislocation lot number reported l2606 is invalid. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received. Pathology report added. Reporter information and medical history added. Laboratory data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.